Event description:
A malfunction was reported by the caller regarding the pump, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided pump reset information and guided them through the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if issues reemerged.